Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 261 mg/dl, compared with the sensor glucose reading of 125 mg/dl. The customer also reported a bent cannula and a sensor error alert. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.